Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets e1 & e3 show present but fail to eject in hardware test application. The field service engineer was replaced by rowboard position e. The issue was resolved by upgraded firmware & tested w no further issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had row e on half height cubie drawer 6-1 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.